Manufacturer narrative:
Product analysis: the delivery system was returned and analyzed, the delivery system inner flush tubing was kinked/buckled. The analyst noted that the handle was destructively opened, and the flush tube was found kinked at 15.7cm (from the syringe connector valve). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the delivery catheter could not be flushed, though no blockage was visible. An alternate delivery system was used. No patient complications have been reported as a result of this event.